Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding with clots with a size of a nut") and vocal cord thickening ("vocal cord nodule") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and headache. Previously administered products included for an unreported indication: acetaminophen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vocal cord thickening (seriousness criterion medically significant), headache ("headache"), menorrhagia ("her menstruation lasts 15 days"), vaginal haemorrhage ("spotting other 15 days"), adnexa uteri pain ("ovary pain"), abdominal discomfort ("pressure (unspecified)"), inflammation ("inflammation"), fatigue ("she was feeling more tired"), bronchitis chronic ("chronic bronchitis") with throat irritation, dysphonia and oropharyngeal pain, pain ("body pain (from head to toes) / pains"), laryngeal oedema ("reinke's edema") and diarrhoea ("diarrhea"). The patient was treated with antidepressants, naproxen, paracetamol (acetaminophen) and surgery (fallopian tubes and the uterus were removed and nodule was removed). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, adnexa uteri pain, abdominal discomfort, inflammation, fatigue, bronchitis chronic, pain, laryngeal oedema and diarrhoea had not resolved and the vocal cord thickening and headache had resolved. The reporter considered abdominal discomfort, adnexa uteri pain, bronchitis chronic, diarrhoea, fatigue, genital haemorrhage, headache, inflammation, laryngeal oedema, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vocal cord thickening to be related to essure. The reporter commented: it was stated that she had altered laboratory tests. She took antidepressant and anti-flu medicines but these did not work. In the gynecological examination, after surgery ,the physician told her that everything was fine. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 13.313 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.